Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep that during a rcr procedure, the customer's vapr s90 sparked inside the patient and stopped working. The electrode didn't tough any metal. They opened a new one and finished the case. Patient or or time wasn't affected besides just opening new vapr. The device is being returned.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Additional event information received on 01/25/2018. It was reported that it was sent a replacement to the customer on order # (B)(4) and requested an exakt pak be sent to the sales rep.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. The complaint can be confirmed. Visual inspection of the device revealed a burnt manifold at the front distal tip. Saline residue was found inside the suction tube. The supplier completed a CAPA investigation (B)(4) to address this failure. The root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated for assembled operators to be performed on a six-month basis to address the issue observed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is currently unavailable.